Event description:
Customer reported a blank display on her insulin pump. The customer also stated the insulin pump had a black circle on the screen. Customer's blood glucose was 145 mg/dl. She also reported a battery out limit alarm. After clearing the battery out limit alarm, the customer received a failed battery test alarm. The customer stated she frequently receives failed battery test alarms. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
(B)(4).the insulin pump was received with blank display due to the battery tube connector not plugged in properly to interface board. Unable to verify battery out limit and failed battery test alarm due to blank display. Also received with a cracked reservoir tube lip.